Event description:
It was reported that during an unk procedure, gas leaked. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. Complaint info is trended on a regular basis to determine if further investigation is warranted.